Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) were explanted from the patient's right eye. The iol was explanted by another practice. The reason for the explant is the patient reported severe halos and glare and was unhappy. The symptoms were debilitating as the patient could not drive at night. The iols were replaced with a monofocal lens. The patient's pre-operative vision was 20/30. Post-operative vision 20/30+. The patient is doing well and has fully recovered. No further information was provided.

Manufacturer narrative:
Section a3b,a4: unknown/ asked but not available. Section d6b: if explanted, give date: customer's response was (B)(6) 2024. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.